Event description:
It was reported that the boost dose rate on the 9400 system was too high. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boost dose rate was adjusted during the service call. The system was tested and found to be working as intended and put back into service.